Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they was visited to emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 450 mg/dl. The customer's current blood glucose is 355 mg/dl. The customer was treated by emergency room. Troubleshooting was done for high blood glucose and under delivery. Customer was off from insulin pump prior to hospitalization less than 48 hours. The insulin pump will not be returned for analysis.